Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that various pockets within full height drawer 5 would intermittently fail. The drawer circuit board, flat flex cable, power signal cable and power supply were replaced to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system constantly shuts off, the customer added that this is an anesthesia station that needs to be fully operational. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-feb-2022 to 05-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had a failed drawer 5. The field service engineer inspected the station and replaced the flat flex cable, row board cable, drawer board and found medstation losing power so replaced the power supply to resolve the issue and performed proactive preventative maintenance on medstation. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system constantly shuts off, the customer added that this is an anesthesia station that needs to be fully operational. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.